Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30114c, reader sn (B)(6)). Two repeat cue covid-19 tests performed on (B)(6) 2023 and one repeat cue covid-19 test performed on (B)(6) 2023 provided negative results. Customer tested negative on (B)(6) 2023 with a covid-19 antigen test (brand/manufacturer not specified). Customer had no known exposure, but was experiencing a runny nose for a few days prior to testing. Cartridges were stored within the validated temperature range.